Event description:
A report was received that the patient is having trouble charging. The patient's physician decided to revise the patient's pocket site due to discomfort. The patient is doing well and able to charge following the revision.